Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On (B)(6) 2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. Device manufacturing date is unavailable. The device was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. When connected to a known good system, the psu performed as expected without cycling. Tracking was normal throughout the volume. The psu passed an aak test at .18 mm with a passing threshold of .60 mm. The test found a line separation of 1.19 mm which is in the normal range. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that during a cranial case when the system was booting up, the camera would continue beeping and would not connect to the system. Rebooting the system did not resolve the issue. The mdt rep removed all of the communication/power cables and reseated and rebooted again which did not resolve the issue. The case was completed without navigation. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.